Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of dilaudid (7.5mg/ml, 3.456mg/day) in an implantable pump for non- malignant pain and multiple back operations. The patient experienced her "third stall right now" ((B)(6) 2015 at 14:30 hours). The patient going to the healthcare provider (hcp) in the morning and it was "obvious the pump was failing." The patient was 'not seeing a very good practice" and wanted information on how to best manage the pump. The patient wanted to get rid of the pump (fill with saline) and transfer to oral medications. When the patient's phone call was returned, the patient was currently with the hcp. The motor stalls occurred in (B)(6) (2015). It was also stated the "battery of the pump was not working." The pump logs only showed a motor stall. It was reviewed with the patient there could be other causes of a motor stall which are not related to a battery issue. The hcp then got on the line and it was reviewed how to program the pump to minimum rate mode, pump off, and filling the pump with saline. Additional information received from the patient on (B)(6) 2015 indicated the motor stalls corresponded to the times in which the patient used a bone growth stimulator. The patient had broke her arm in (B)(6) (2014) and used the bone growth stimulator intermittently. The device sat right over her pump. It was further stated each stall had been "longer and hard." The motor stall that occurred on (B)(6) 2015 was for a full 24 hours. Surgery was scheduled for (B)(6) 2015, but the patient was going to cancel. The patient was directed to discuss the issue with her hcp. If the pump was still working, the patient wanted to keep it in. Additional information later received from the healthcare provider reported that the patient's broken arm occurred in (B)(6) 2014. The patient had fractured their arm and required orif (open reduction internal fixation). The managing healthcare provider did not know what diagnostics that were performed related to the fractured arm. The interventions take to resolve the broken arm was orif (open reduction internal fixation). Troubleshooting performed related to the motor stalls were multiple interrogations. Per the healthcare provider there were no options provided regarding interventions or actions related to the motor stalls. The company representative was called multiple times by the healthcare provider and the patient and they were told to monitor. No cause was found regarding the motor stalls. The patient did stop using the stimulator but had more stalls.